Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy, broken cables were identified on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was frayed at the proximal clevis hub. Frayed strands stuck out at the instrument's wrist. The clevis did not exhibit any wear. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.